Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to remove (catheter from the anatomy) appears to be related to operational context. In this case, it is likely that the patient¿s anatomical conditions (calcification) caused the reported difficulty to remove the catheter from the anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat the moderately stenosed lesion in the coronary artery. The dragonfly catheter was used pre-orbital run and post-orbital run. After the second pullback with the catheter, it was being removed; however, it became stuck in the patient¿s radial artery due to calcification. At one point cutting the probe and removing the distal part by another means was considered, but it was not necessary as the catheter finally came out of the artery. The catheter was removed and a kink was noted. The procedure was successfully completed with a new dragonfly catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.